Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to the implant procedure, several attempts were made to interrogate the implantable cardiac monitor with the magnet but unsuccessful. Another device was used to complete the procedure. After the surgery, the device was able to be connected. The patient was stable.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.